Event description:
It was reported to nova biomedical that a consumer received a result of 93mg/dl on their blood glucose meter compared to a lab comparison result of 176 mg/dl. The difference in the readings was determined to be clinically significant . The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow up report will be filed.